Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the comb was bent. The comb and side plates were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the unit had an unknown repair/pm. The malfunction did not occur during surgery and there was no patient impact. During the investigation, it was discovered the mesher comb was bent. No adverse events were reported as a result of this malfunction. Due diligence is completed and no further information is available at this time.